Event description:
It was reported to philips that the c-arm geometry movements were unavailable.the device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary treatment was performed by the customer and the system got delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm geometry movements were unavailable. Upon troubleshooting fse found that bib(bodyguard interface box) was defective. To resolve this issue, fse replaced bib (bodyguard interface box), calibrated bodyguard. The defective bib box was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order the codes were updated based on investigation outcome.